Manufacturer narrative:
Corrected d4 to 09n79-96 from 09n79-90.

Event description:
The customer reported 1 false positive result for the flu b target on the alinity m resp-4-plex assay on (B)(6) 2022. When the sample was reprocessed, a negative result was obtained. The results were not reported outside of the laboratory. There was no impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 3005248192-2022-00791 3005248192-2022-00735 3005248192-2022-00904 3005248192-2022-00705 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 3005248192-2022-00978 follow up 01